Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, but the exact cause was unknown. One 9fr d/l hickman catheter was returned for investigation. The catheter exhibited evidence of use. Tape residue was observed on the white connector. The catheter had been cut 16.5cm from the distal end of the bifurcation and the distal segment of the catheter was not returned for investigation. An 8mm section of printing was partially worn from the extension leg 1cm distal to the red crimp collar. One hole was observed in the clamping oversleeve 2mm distal to the red crimp collar. Two holes were observed in the clamping oversleeve 2mm and 2.5mm distal to the white connector. The holes in the extension leg with the white luer adaptor were 180-degrees apart. The observed damage can occur if the clamp is compressed over the catheter adjacent to the crimp collar. It is unknown when the catheter was damaged; however, due to the evidence of use found on the returned catheter, this may have occurred during use. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector.

Event description:
It was reported there was a presentation of leakage with an apparent hole in the distal part, next to the rigid part.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huap2594 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported there was a presentation of leakage with an apparent hole in the distal part, next to the rigid part.